Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 814 mg/dl at the time of incident. The customer's blood glucose was 123 mg/dl at the time of call. The customer stated that they were given IV fluids and manual injection during hospitalization. The customer stated that they were off the insulin pump during hospitalization. The insulin pump will not be returned for analysis.